Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to increasing impedance measurements since (B)(6) 2010.